Event description:
It was reported that a physician trained in the use of the prostar xl device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, the physician reported that several cases for difficulty was encountered while advancing the guide wire through the device. The guide wire stopped at the area of the hemostasis valve located in the device just distal to the guide wire exit port. The wire was reinserted and force was required to complete the insertion. The method used to achieved hemostasis was not reported. These reported events occurred over the last 2-3 months and the exact number of patients or devices involved are unknown and not reported. There was no reported adverse patient sequela. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. Date of event is an estimated date.